Event description:
It was reported during case had an issue with taking eminence ridge collection. Up that point case had gone flawlessly but when attempting to register eminence, an error popped up saying "collection error - the axis collected is not consistent with other landmarks. Press the right foot pedal to try again." Tried to retake point a few times after that with no success. Went back and recollected each of the tibia landmark points with the same result, then went all the way back to the unstressed range of motion and had retaken all of the data from that point on and still did not have success taking the eminence ridge point. Noticed on the first run through registration that the magnitude of the stressed range of motion collection was off the charts loose. The second time around after unstressed rom was taken again, it was much more consistent. Did not recover so surgeon decided to use manual instrumentation.

Manufacturer narrative:
H10: the device was used in treatment and it was reported that the system displayed an ap axis error while taking ie ridge. Case log files were returned for evaluation. The initial visual investigation for software logs found that: the error was an inconsistent ap axis. Factors contributing to the ap axis are as follows: ankle center, knee center, neutral rom, ie ridge. The actual values of the ie ridge is compared to calculated values obtained from the other three points collected. The threshold is a 30 degree variation. The initial attempts were receiving values between 35 and 39 degrees, most likely from the neutral rom which calculated a 4.5 degree angle. The second attempt received a value of 32 degrees with a calculated neutral rom of 1.4 degrees. The error was due to inaccurate data collection. The software version was not recorded, but DHR review shows that all navio software versions released to the field have been validated. A complaint history review found similar reports, this issue will continue to be monitored. This failure is an identified failure mode within the risk file. The surgical technique guide released at the time of the complaint (pn (B)(6) revc) provides instructions for eminence ridge collection and other data collection. The probable cause of the issue was user error. A relationship between the device and the reported event could be established. Per complaint details, the device malfunctioned during use and the navio was abandoned for manual instrumentation. Based on the information provided, there was a "significant delay" in the procedure. No patient injury/impact beyond the modified procedure was reported. Therefore, no further medical assessment is warranted at this time.